Event description:
An orthologics rep reported that a consumer had an "injection site reaction" which required subsequent hospitalization and treatment with IV antibiotics. Corrective treatment: IV antibiotics.